Event description:
It was reported that the ilet user and caregiver inserted an infusion set with the needle cover still on, resulting in an incorrect insertion of the cannula and an infusion set connection that was not properly deployed, after which they replaced the site and resumed delivery; the affected component was the cannula and the product lot was 6014757. No reported symptoms, clinical signs, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an incorrect procedure of deploying an infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.